Manufacturer narrative:
No conclusions can be made as the pipeline retractor was not returned for evaluation. Review of the device history record cannot be performed as the lot code is unknown. Complaint trend analysis found no other complaints of this nature have been filed. At this time, the complaint is considered to be closed. The complaint will be reopened if/when the instrument is returned for evaluation.

Event description:
Contact reports that following back surgery involving a microscopic discectomy, the patient experienced back pain which grew progressively worse as the months passed. An x-ray taken found an extended blade from a pipeline retractor in patient's lumbar vasculature. Surgery was required to remove the blade.